Event description:
It was reported that it was difficult to infuse the water into the balloon during the pretest.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received only the catheter for evaluation. The catheter was evaluated and it was observed to have a pinched inflation lumen and external dent mark at the location of the pinch. The lumen appeared to have been clamped off. The following steps were performed during the functional evaluation: - tested using lab syringe, unable to inflate the balloon with 10ml. Instead, the inflation funnel filled with water and ballooned out. - deflated and repeated using quick fill technique and achieved the same result. - manipulate the pinched lumen on the shaft using finger and after few second, no pinch observed. - re-inflated and deflated the balloon with 10ml water and the balloon inflated and deflated without difficulty. The condition was a result of post manufacturing damage and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] 1.method for use (1)do not reuse. (2)do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. (5) no substance except sterile water should be used to inflate the balloon (6) do not wipe catheter surface with organic solvents such as alcohol." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to infuse the water into the balloon during the pretest.